Event description:
The following is based off a review of the pt's medical records provided to davol by the pt's atty. On (B)(6) 2007- pt was diagnosed with a cystocele and underwent implant of a bard/davol flat mesh during a bilateral ligament fixation with a posterior approach using "polypropylene mesh." On (B)(6) 2007 - pt had an md office exam where the pt complained of small amounts of vaginal bleeding. Per md impression "polypropylene mesh demonstrating some slight erosion of the mesh on the posterior vaginal wall. On (B)(6) 2007 - pt had an md office exam and was diagnosed with erosion of the mesh and underwent revision. Per md notes "1cm area of separation exposing approx 1/8th of an inch of polypropylene mesh, this was grasped and trimmed." On (B)(6) 2008 - pt was diagnosed with eroded vaginal mesh and underwent partial explant of the bard/davol flat mesh. On (B)(6) 2008 - pt was diagnosed with infected vaginal mesh, eroded vaginal mesh, recurrent sui and vaginal vault prolapse. The pt underwent complete explant of the bard/davol flat mesh as well as a previously placed non bard/davol tvt sling.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. Based off the medical records, the pt was treated for infection, pain and infection which are all known as potential effects of failure. In regards to infection, the instructions-for-use states 'if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." The IFU also lists extrusion as a possible adverse reaction. At this time there is no known mfg anomalies associated to the device. If add'l event and/or eval info is obtained, a f/u MDR will be submitted.